Event description:
The customer states that an architect c8000 creatinine assay result of 80 umol/l (0.9 mg/dl) was reported out of the lab and questioned as being lower than expected. The sample retested at 222 umol/l (2.5 mg/dl). All other assays on this sample correlated well with their initial results. The customer then retested 25 other samples to verify their initial creatinine results and all generated acceptable repeat values. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). As part of this evaluation, the customer performed troubleshooting to verify that there were no apparent architect c8000 analyzer issues, and noted there were no issues with the creatinine assay calibration or control results or with other assays generating erratic results. The erratic result issue appears to have occurred with only one sample. The complaint text does not contain information about the sample integrity of the patient sample that generated the erratic result. The complaint text does not contain information about the type of sample tube used, the clotting time of the sample, or the centrifugation process used for the sample. The architect c8000 system operation manual ((B)(4)) contains adequate information on maintenance of the c8000 analyzer and on resolving erratic results. The manual notes one probable cause for erratic results is bubbles, fibrin or particulate matter in samples. The creatinine package insert ((B)(4)) was also found to contain adequate information on sample integrity. A service history review found no additional incidents of architect c8000 (B)(4) generating erratic results since the customer reported this occurrence. No adverse trends due to issues with the creatinine erratic results were found. A malfunction of the architect c8000 was identified. The most probable cause of the erratic patient results was an issue with the sample integrity of the patient sample. The actual cause of the erratic patient result could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the architect c8000 analyzer list no. (B)(4) related to the issue under investigation. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.